Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. There were twelve episodes with v-v intervals less than 220 milliseconds between (B)(6) 2016. Right ventricular pace impedance steady at approximately 775.2 ohms through (B)(6) 2016, rises to 1007 ohms on (B)(6) 2016 and to 1634 ohms by (B)(6) 2016.

Event description:
It was reported that the right ventricular lead had high impedance and a high number of short intervals. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.